Event description:
Today, during my mother's catheterization mitral valve repair using an abbott mitraclip, the clip opened, loosened, and broke into two pieces within the femoral vein requiring emergency vascular surgery to retrieve clip pieces, repair and close femoral vein, and close incision. She lost blood and required two units transfused, dangerous drop in blood pressure, and incision resulted in ICU (intensive care unit) placement. FDA safety report ID #(B)(4).